Manufacturer narrative:
The device has not been returned to the manufacturer. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Though the root cause of the reported event cannot be conclusively determined there are clinical, patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death, cardiac arrhythmias, device thrombosis, hemolysis, hepatic dysfunction, hypertension, multi-organ failure, renal dysfunction, respiratory dysfunction, right heart failure and worsening left heart failure are known potential complications that may be associated with use of this product and in patients with heart failure. Device remains implanted.

Event description:
It was reported that post-implant the patient had failure to thrive, persistent sepsis with worsening multi-system organ failure, hypotension requiring increasing doses of pressors despite ventricular assist device (vad) support, severe malnutrition with massive volume overload, weeping anasarca and severe pain. The patient was never able to leave the hospital post implant. The patient's prognosis was grave. The patient's family elected to withdraw care and the patient passed away.